Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample and the root cause was determined to be due to mishandling during distribution, handling, or time-of-use. A visual inspection was performed and the packaging was open. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
A customer contacted baxter (B)(6) regarding a packaging related issue with a minicap. The customer stated that the minicap packaging looked crushed and open. There was no patient involvement, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.